Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the same day, it was reported that the patient was at the gym and her cgm was providing cgm values ¿+100 mg/dl¿. The patient was wearing a tandem insulin pump. The patient then went to run some errands and began to feel symptoms of hypoglycemia (no specific symptoms were reported). No cgm or bg meter readings were reported at this time. The patient self-treated with something to drink and then went home. Once at home, the patient felt dizzy and then lost consciousness. The patient regained consciousness at the emergency room (ER). The patient was treated with electrolytes, tylenol (for a headache), and insulin. At some point in the ER, the patient¿s cgm and bg meter were both reading 74 mg/dl. The patient also had unspecified tests ¿run¿. The patient was discharged home after approximately 12 hours. The patient was feeling better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.